Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not showing on the station. A technical support specialist (tss) dialed into the station and reviewed the patient referenced in the electronic protected health information (ephi). It was determined that the patient¿s status was set to preadmitted. The tss contacted the customer and informed the patient¿s status. The customer was advised to contact their admit discharge transfer (adt) team to send an hl7 admit or register message (a01 or a04), as only these message types would change the patient¿s status from preadmit to admit and allow the patient to appear on the station. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient profile was not displayed on the station. The patient was preadmitted on the server; however, the user was unable to view the patient profile on the station. There were no delay or adverse events or injuries reported based on this event.